Event description:
It was reported that the pump screen was unresponsive. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.